Manufacturer narrative:
Reported event of high impedance was not confirmed. Reported event of stripped setscrew was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was slightly stripped, which is consistent with having occurred when inserting torque driver to engage with setscrew during procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the left ventricle (lv) channel. The physician loosened the set screw, however, upon attempt to retighten, stripping of the set screw was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.